Event description:
It was reported the patient developed an infection at her ipg site. The physician opened her battery incision to flush her ipg pocket due to pus at the site. It was reported the patient received a peripherally inserted central catheter and was treated with intravenous antibiotics. The device allegedly remains implanted and the patient reported effective stimulation coverage. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.